Event description:
It was reported that in some positions, the product is difficult to "lock and opposite. It is impossible to unlock and reposition." The product was not in contact with the patient and there was no patient injury or death alleged. Additional clinical information has been requested however, no other information has been provided.

Manufacturer narrative:
Based on the reported information and investigation of the returned product, the reported condition was confirmed. The locking mechanism had movement in the swivel base and the index knob. Additionally, some small parts worn off. Adjustment of the device is done manually and the adjustment is done in a way that the device could not open by itself. This may have resulted to the issue that it is hard to open for the customer. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.